Event description:
It was reported that the epicardial leads had high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: sedr01, implantable pulse generator, (B)(6) 2013; 5071, implantable pacing lead, (B)(6) 2013; 5866-38m, adaptor, (B)(6) 2013. (B)(4).